Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 80 previously reported events are included in this follow-up record. Product return status: 66 devices were received. 14 devices were not available for evaluation.

Event description:
This report summarizes 80 malfunction events in which the device reportedly overheated. 78 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 80 previously reported events are included in this follow-up record. Product return status 64 devices were received. 11 devices were not available for evaluation. 5 device investigation types have not yet been determined.

Event description:
This report summarizes 80 malfunction events in which the device reportedly overheated. - 79 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 80 events were reported for this quarter. Product return status: 8 devices were received. 8 devices were not available for evaluation. 64 device investigation types have not yet been determined. 80 devices were not labeled for single-use. 80 devices were not reprocessed or reused.

Event description:
This report summarizes 80 malfunction events in which the device reportedly overheated. 80 events had no patient involvement; no patient impact.